Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21 mg/dl. Suspected cause was due to the customer¿s carb ratio requiring adjustments. Reportedly, the customer experienced a seizure and paramedics were called to assist by administering fluids to resolve bg level, but was not taken to emergency room. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.